Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a no delivery. The alarm was resolved through troubleshooting and insulin exited the tubing with a fixed prime. The blood glucose reading was 469 mg/dl. The customer was advised to change the infusion set. She declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned.